Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 5.2 malfunction causing failure to the station. A field service engineer (fse) replaced the drawer control board and retractors to resolve the issue. Diagnostics were run, and the drawer along with all pockets were tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a black screen, and the half height drawer required crowbarring to open. However, there were no delays or adverse events or injuries reported based on this event.